Manufacturer narrative:
(B)(4).

Event description:
It was reported that the usb port of the pump appeared to be loose as the customer experienced difficulty charging the pump battery. Additionally, it was reported that the pump battery was depleting quickly. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.